Event description:
It was reported during a pump implant procedure only 14 ml of saline and "what seemed to be a lot of air" was able to be removed from the pump. It was also noted, it appeared the silicone septum had been previously punctured. The pump was new and had just been removed from it's sterile box prior to removing the saline. The pump was implanted and they were awaiting patient outcome at the next refill appointment. No patient injury was reported. It was later reported the pump was only refilled with 10 ml. The device system was used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).